Manufacturer narrative:
On (B)(6) 2020, it was discovered that implantation date was erroneously submitted in initial report. Correct implantation date is (B)(6) 2007. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 325cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade iii and rupture post procedure. As a result, patient underwent bilateral removal and replacement with two 350cc mentor memorygel breast implants on (B)(6) 2020. This medwatch form is for the right breast prosthesis.